Event description:
It was reported that the patient's infusion set was leaking insulin at the headset. The patient experienced an elevated blood glucose level around 400 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
No product available to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.